Event description:
On (B)(6) 2023, rayner received notification from its polish affiliate company of an event that occurred during implantation of a rayone spheric rao100c. The event description provided states that damage to the lens optic was observed immediately after implantation necessitating explantation of the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens optic was found to be cut on implantation into the eye. The lens was explanted during the original surgery session. Despite the product being confirmed as available for return, no product has been received by rayner for evaluation. Rayner is following up with its affiiate company in poland to obtain additional information to facilitate further investigation of the event. The rayner risk analysis identifies forcing a blocked injector and inadequate lubrication as possible causes of "lens optic damage". Additionally, the rayner hydrophilic acrylic intraocular lens risk analysis dentifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure incorrect: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing and cracked optic surface post injection due to dehydration of lens. There is currently insufficient information available to determine the contributory and/or causative factors in this case. Investigation is ongoing. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 092200338.